Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension and pressure tubing were also returned. Product eval: the technician attempted to insert a 0.025" laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. Conclusion: the condition of the iab as received indicated dried blood occluding the inner lumen. This can cause difficulty monitoring the arterial pressure waveform. The instructions for use recommend to maintain a continuous flush on the catheter inner lumen to avoid occlusions. If problem continues to occur monitoring the arterial pressure, the instructions for use also indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. (B)(4).

Event description:
The wave form on the iabp gave higher number than were displayed on the right side of the screen i.e. The wave form showed 120/60 and the numbers at the right side of the screen were 60/40. The iabp was changed for our second machine and the same trace discrepancy was seen. There was no obvious problem with the balloon and it's initiation, just the discrepancy between trace and displayed number on the machine. No difficulties encountered during insertion or pumping. No alarm sounded. No blood seen in the catheter tubing. No pt injury or death resulting from the event. Pt died, but not as a direct result of this event.